Event description:
It was reported by the customer that on (B)(6) 2010, the fiber was damaged at the tip at 42,163 joules. Also, it was reported that it was unk if the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.